Manufacturer narrative:
The doctor restored the patient's upper left cuspid tooth with a composite material and confirmed that the tooth would be fine. The doctor referred the patient to her regular dentist for the upper right first bicuspid to repair the broken tooth. The actual device involved in this incident was returned to ormco corporation for evaluation. This is the final report.

Event description:
In 2008, a doctor reported to ormco corporation that when his dental assistant debonded a damon 3mx bracket from a patient's upper right first bicuspid using a debonding plier the buccal portion of the tooth broke off with the bracket. The doctor also reported that a very small piece of enamel also broke off the patient¿s upper left cuspid during bracket removal.